Event description:
New information received indicates that the atrial lead had exhibited noise oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise. On (B)(6) 2021, the lead was capped and replaced. The patient is recovering post procedure.